Event description:
Pt received partial dialysis. Pt dialysis not having draining. An abdominal x-ray revealed the right ij dual lumen dialysis catheter was in place and is functional position staff. Able to instill dialysis without issue but did not drain fluid. Staff changed the tubing. New tubing in place drainage without acuity. The baxter drainage set was not functioning.